Event description:
Allegedly revised due to an infection patient has been fighting for the last year.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received from the user facility. Additional information has been requested from the surgeon and user facility. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The product was not returned.